Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive touch screen that would not slide to unlock, and the device was deemed nonfunctional, prompting replacement; the user¿s blood glucose was not affected and no medical intervention was required. Symptoms included no adverse physiological effects. Outcomes included no clinical impact to the user. Investigation included review of device performance based on user report and logistical assessment associated with device replacement. Investigation of this case revealed a touchscreen user interface malfunction consistent with a display or input component failure that prevented normal operation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.